Manufacturer narrative:
The device was received for evaluation. During evaluation it was noted that the ¿6¿ key, ¿9¿ key, ¿ok¿ key, and the barcode key all produce double entries as well as double audible beeps intermittently when depressed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a keypad failure. To resolve this issue, the front cover assembly will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a novum iq syringe pump was having double entries which prevented the user from programing an infusion. This issue occurred during testing. There was no patient involvement. No additional information is available.